Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and after the implant, the patient had a brief run of ventricular tachycardia. The patient was shocked and amio was started. Additionally, the patient had a confirmed subarachnoid bleed. The bleed was increasing and the impella was later explanted due to the bleeding. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vf/vt/af/at and cva/stroke has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Health effect - clinical code 1770 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30228.